Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2018, the patient has been needing to charge more frequently. The ins charge used to last about 3 days but now the patient has been needing to charge the ins every couple of hours. It was confirmed that when the patient charges the ins, they have been charging to 100% full, and the patient has not had any changes to their programming recently. It was reviewed that the patient's settings and usage would determine how often they would need to charge. They were redirected to their doctor to check the device, the settings and to address this issue. No symptoms were reported. No further complications were reported or anticipated.